Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when they were walking in their home, they suddenly felt burning and felt as if someone cranked up their numbers, it was so intense they wanted to cry. Pt said this feeling continued for 15-20 minutes then calmed down and now it felt like low stimulation and they hardly felt the burning. It had eased up and was now like a 1 level instead of a 5. Pt said they wanted to use their control equipment to check their device but the equipment was not charged. Pt said one of the units was plugged in and they will plug the other in as soon as the first one was charged. Pt asked why this could have happened. Pt said they were not walking through a metal detector and were not doing any excessive movements. Pt said they have had condition of vertigo and fell a lot but they never noticed any changes to how stimulation felt after their falls. Patient services reviewed some potential reasons, reviewed recommendation to turn therapy off then back on and slowly increase and let their doctor know this has happened.